Manufacturer narrative:
Final analysis found that the insulation was abraded at 19.5cm to 20.0cm from the distal tip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an associated lead revision procedure. It was noted that the atrial lead exhibited a sensing anomaly and had prior low lead impedance measurements. The lead was explanted without issue. The patient was in stable condition post procedure.